Event description:
The next day after the left carotid endarterectomy, the patient¿s condition had worsened. The patient was unable to move his left arm, had an asymmetrical smile and dysarthria. The imaging revealed a right middle cerebral artery (mca) infarct. The right mca m1 segment was occluded. Following several unsuccessful attempts to restore the mca flow using different devices and angioplasty, the subject device was uneventfully placed in the distal m1 segment of the right mca. Repeat balloon angioplasty was performed after the stent placement. The imaging showed a patent stented vessel. However, there was no improvement in the patient¿s condition and the decision was made to place the patient on comfort measures only. Twenty four days post procedure, the patient expired.

Event description:
The next day after the left carotid endarterectomy, the patient¿s condition had worsened. The patient was unable to move his left arm, had an asymmetrical smile and dysarthria. The imaging revealed a right middle cerebral artery (mca) infarct. The right mca m1 segment was occluded. Following several unsuccessful attempts to restore the mca flow using different devices and angioplasty, the subject device was uneventfully placed in the distal m1 segment of the right mca. Repeat balloon angioplasty was performed after the stent placement. The imaging showed a patent stented vessel. However, there was no improvement in the patient¿s condition and the decision was made to place the patient on comfort measures only. Twenty four days post procedure, the patient expired.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.